Manufacturer narrative:
Corrected information d1, d3, d4unique identifier (UDI) #, d4: model #, g4: combination product additional information: h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem for tube load screen not appearing when door is opened, was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be upper latch switch closed when door is open. The upper auxiliary will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not display the tube load screen when the door was opened. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.